Event description:
Ous MDR - it was reported that this patient received 14 inappropriate shocks due to noise. Biotronik has no information in regards to a revision. Should additional information become available, this file will be updated.

Manufacturer narrative:
Udpate 12/4/17 - added the explant date. Upon receipt, the lead under complaint was found cut into three lead fragments. The 11 cm long proximal lead fragment, a 7.5 cm long medial lead fragment and a 53 cm long distal lead fragment were returned for analysis. In between approx. 3 cm to 4 cm of the lead body were missing. The returned lead parts were visually and electrically analyzed. The visual inspection of the lead fragments revealed multiple signs of wear. In particular between 10.5 cm and 7 cm proximal to the lead tip the insulation was rubbed through which can be considered as the root cause of the reported noise with shock delivery. Due to the characteristics of this damage it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally the atrial ring electrodes were found shifted distally and the conductor cables to the ring electrodes were pulled out of the lead body in these regions. The lead tip was moreover damaged, two tines were missing. The shock coil was deformed. These damages most likely resulted from tensile forces applied during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.